Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they received multiple battery out limit errors from the insulin pump. They tried 5 batteries but each time it would give them the error. The customer's blood glucose level was 220 mg/dl. It was noted during troubleshooting that the insulin pump received a battery out limit when the customer tried another new battery. The customer declined troubleshooting for the no delivery. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/test, excessive no delivery test and displacement test. No excessive no delivery alarm noted. No unexpected battery out limit noted. The insulin pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip.